Event description:
It was reported while using bd insyte autoguard bc pro winged, 20g x 1.16" there was damage to the wings. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: wings on the catheter are bent inside the package. They have noticed this on approximately 10 catheters.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a pink catheter adapter. The insyte autoguard catheter tubing was pinched between the thumb and forefinger and no portion of the tubing was visible. The catheter had been removed from the needle. It appeared that one of the wings on the catheter adapter was bent therefore confirms the reported issue. Since the catheter had been removed from the needle, the deformation may have inadvertently occurred during handling. The damage may have also occurred during storage, transit, or during manufacturing. The observable features on the submitted photograph did not contain enough information to identify a specific root cause of the reported event. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard bc pro winged, 20g x 1.16" there was damage to the wings. This occurred 10 times. There was no report of patient impact. The following information was provided by the initial reporter: wings on the catheter are bent inside the package. They have noticed this on approximately 10 catheters.